Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to frequent charging. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.